Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up on (B)(6) 2017. Upon interrogation, the pulse generator exhibited backup operation. A device download was performed successfully.